Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. It was determined the digital pcba has failed and the device can not be repaired. The device was scrapped per the customer's request.

Event description:
The customer contacted stryker to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.